Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cartridge was not returned for evaluation; therefore, the exact cause of the alarms cannot be determined. The user;s guide states that high balance chamber pressure alarms and therapy occlusion alarms typically occur as a result of kinked or occluded therapy fluid lines, which restricts the flow of dialysate. A direct correlation between co system one and the reported blood loss cannot be established. Facility staff have been notified and there have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm followed by a therapy inlet occlusion alarm occurred during a routine hemodialysis treatment which could not be resolved. The operator did not perform rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.